Event description:
The customer reported that their multiple patient receiver (org) is displaying comm loss for multiple monitored devices.

Manufacturer narrative:
Details of complaint: on 10/02/2020, the customer at (B)(6) hospital reported the following issue with org-9110a; sn-(B)(6), from patient monitoring: the org was experiencing signal loss with a connected telemetry device. Investigation summary: the root cause of the issue could not be determined due to rc not being able to duplicate the issue on evaluation. The overall risk of this event, taking into consideration of severity and probability, is "medium". The reported issue does not require further investigation through CAPA process considering the issue could not be duplicated by nka rc, on evaluation. The following fields contain no information (ni), as attempts to obtain information were made, but not provided. Additional model information: d10: multiple transmitters were used in conjunction with the org, and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: transmitters - model: ni; s/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni; unique identifier (UDI) #: ni.

Manufacturer narrative:
The customer reported that their multiple patient receiver (org) is displaying comm loss for multiple monitored devices. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: multiple transmitters were used in conjunction with the org, and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: transmitters: model: ni, s/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that their multiple patient receiver (org) is displaying comm loss for multiple monitored devices.